Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 460 mg/dl at the time of incident. Other relevant blood glucose level was 146 mg/dl. The customer treated with the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported that the insulin pump had insulin flow block alarm as a past event and issue was resolved by changing complete set. The insulin pump will not be returned for analysis.